Event description:
Related manufacturer reference number: 2017865-2022-10245. It was reported that the patient presented for left ventricular (lv) lead implantation and device revision. It was noted that during the device check prior to the procedure that the right atrial (ra) lead and right ventricular (rv) lead exhibited low pacing impedance and oversensing. The ra and rv lead were capped and replaced on (B)(6) 2022. There were no patient consequences reported.